Event description:
It was reported that the absolute pro stent delivery system was removed from the package and the distal end of the stent was noted to be partially deployed. The device was not used and there was no patient involvement. There was no clinically significant delay. A second absolute pro stent delivery system was used to complete the stenting procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.